Manufacturer narrative:
(B)(4). Investigation results determined that the pump primed and flowed per specification. The results of the multi-rate flow and constant rate flow tests showed the pump was performing normally.

Manufacturer narrative:
(B)(4). The device is currently being investigated at the manufacturing site. Once the investigation is complete, another report will be submitted with investigation results.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient was experiencing increased pain. A catheter access port (cap) dye study was performed and the catheter was found to be patent. The physician decided to explant the pump on (B)(6) 2016.